Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported event could not be duplicated. No device errors could be detected and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. Alarms for low o2 concentration were noted. The ventilator logs did not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Pre-use check passed prior and after the event date. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment , the delivered o2 concentration was incorrect. There was no patient harm. (B)(4).